Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported there was an error code 354.6770. No additional information. No patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported there was an error code 354.6770. No additional information. No patient involvement.

Event description:
It was reported there was an error code 354.6770. No additional information. No patient involvement.

Manufacturer narrative:
Z-0322-2018 syringe gripper. Z-2719-2020 syringe pump iui connection issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor board for intermittent error 354.6770. Replaced pressure sensor harness, front cover, rear case, barrel clamp, top disk holder, tube/sleeve drivearm, sleeve drive, carriage block assembly, retainer, wiper seal, gripper, third party keypad, linear sensor & left/right iui connector. Syr/pca gripper recall completed. Performed calibration. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 02 feb 2017 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ressure sensor board for intermittent error 354.6770. Replaced pressure sensor harness, front cover,rear case, barrel clamp, top disk holder, tube/sleeve drivearm, sleeve drive, carriage block assy, retainer, wiper seal, gripper, third party keypad, linear sensor & left/right iui connector. Syr/pca gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 02 feb 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to error codes of the assy pressure sensor bd syr 8110. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was an error code 354.6770. No additional information. No patient involvement.